Event description:
After an implantation period of approx. 48 months, it was observed that the patient suffered syncope due to myopotential oversensing and due to unexpected unipolar sensing configuration of the lead. The patient was hospitalized. Device remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as the returned device data. The returned device data were analyzed thoroughly. The analysis revealed that the pacemaker switched into the safety backup mode on december 15, 2021 as a result of the detection of invalid memory content. By design, the pacemaker performs self-checks and is equipped with the ability to detect and repair invalid memory content. However, in the case of multiple invalid memory areas, the device cannot correct the memory content and switches into the safety backup mode to ensure patient safety. While in this safety program, the pacemaker is capable to deliver anti-bradycardia therapies. Upon interrogation a device status error message appears to notify the user. The pacemaker was re-initialized successfully on june 17, 2022. After re-initialization the patient data are deleted, and the device operates with standard settings which includes unipolar sensing polarity. This is an expected device behavior. Available iegms in unipolar configuration documented noise in the atrial and ventricular channel. The device was re-programmed to bipolar sensing on november 15, 2022. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. An invalid memory content was detected which led to the activation of the safety backup mode. The root cause for the invalid memory content was not determinable. However, external influences such as strong electromagnetic fields could be taken into consideration. After re-initialization the device was operating as specified with standard settings which have contributed to the clinical observation. However, no pacemaker malfunction was noted.